Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that noise was observed on the atrial lead on 08/17/2011. The noise was not reproducible. The device would remain programmed to ddd and the patient would be monitored.